Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer experienced an ongoing issue with questionable ion selective electrode (ise) chloride results. Data was provided for two patient samples tested on (B)(6) 2015. Of the data, only the results for one patient sample were discrepant. The initial result was 148 mmol/l and the repeat result was 100 mmol/l. The initial result was reported outside the laboratory. The repeat result was believed to be correct. The patient was not adversely affected. The electrode lot number was 21544047 with an expiration date of 03/20/2015. The customer removed the electrode and replaced it with another electrode that had been on the instrument for only seven days. She also changed solution 1. The customer then successfully calibrated and ran controls which were acceptable. The field service representative was unable to duplicate the problem. He checked the mix and dry settings and checked the electrical contacts which appeared to be clean and in good working order. He ran precision testing and the customer ran calibrations and controls with results within expected ranges. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. It was noted the customer was not following the tube manufacturer's recommendations for centrifugation time which may have contributed to the event.